Event description:
Service diagnostic testing at office visit results in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Based on known device settings, generator end of life is not a likely cause of the high lead impedance test result. The pt had not experienced any recent injury or trauma that may have damaged the vns therapy system. Additionally, the pt reports no changes in perception of stimulation. Review of x-rays did not reveal any obvious discontinuties in the vns therapy system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. No adverse event was reported in conjunction with the high lead impedance condition. Treating neurologist plans to re-evaluate pt and repeat device diagnostic testing. Lead break is suspected.

Event description:
Further follow-up revealed that subsequent device diagnostc testing was within normal limits, indicating proper device function. Neurologist indicated that the pt's condition is currently stable and that no intervention is need.